Manufacturer narrative:
The pushwire has been returned and evaluated. The evaluation could not determine the cause of the event.stent separation.(B)(4).

Event description:
It was reported that the stent prematurely detached during a thrombectomy procedure and was successfully retrieved with another solitaire stent.no patient injury reported.